Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the instrument had a high pump rate and that the customer centrifuges patient sample tubes outside of tube vendor specifications. The fse replaced tubing, cleaned the pump head, and recalibrated the instrument. The pump rate was within range after the recalibration. Quality controls were run and all were within range. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The cause of sample tubes being centrifuged outside of tube manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.